Manufacturer narrative:
The unit had a blank display due to electronic damage by moisture. The motor assembly was found with motor moisture damage. Analysis was unable to verify any button error alarms or button and keypad anomaly due to a blank display. The unit had a cracked case at the display window corners, cracked belt clip slot, a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm and that the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.